Manufacturer narrative:
The autopulse resuscitation system model (sn (B)(4)6) was returned to the distributor and archive data was collected. The battery used at the time of the reported complaint had sn (B)(4). Visual inspection revealed no damages. Customer's reported complaint could not be confirmed during investigation. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined. Please see the following related MFR reports: 3003793491-2013-00618 for battery with sn (B)(4).

Event description:
The customer reported to zoll distributor that the autopulse platform turned off automatically after it compressed 5 or 6 times. Additional info received on (B)(6) 2013: manual CPR was performed on the pt. Battery ran for about 10 seconds. All of battery's led light was lit green. According to archive file, battery was not charged within two days before placing into the platform. The autopulse platform displayed user advisory (ua) 44, 13 and 3. No adverse pt sequelae has been reported.